Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). UDI: (B)(4). Implant date: (B)(6) 2018. Medical products: articular surface ultracongruent; p/n: 00542802316, l/n: 64195594, gender solutions male; p/n: 00541201702, l/n: 63687408, nonporous stemmed tibial baseplate; p/n: 630701240, l/n: 63507086, all poly patella; p/n: 00542000802, l/n: 63879950. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04700, 0001822565 - 2019 - 04701, 0001822565 - 2019 - 04706. Product location is unknown.

Event description:
It was reported that the patient is experiencing pain, swelling, and difficulty walking. Subsequently, a second revision is recommended. However, no revision procedure has been reported to date. No additional patient consequences were reported.